Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after pre-dilatation of the lesion with a non-abbott balloon catheter, the xience v stent delivery system was advanced towards the lesion, but it got caught proximal to the lesion and did not cross. While making several attempts to cross the lesion by pushing and pulling the shaft, the proximal shaft got separated approximately 20-30 cm distal to the hub inside the guide catheter. The device was removed. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.